Event description:
There are three or beds with reported problems. All three involve the same model number. Operating room bed: during surgical procedure, small fire flames and smoke started to come out of the electrical plug located at the base of the head of the bed. (Slide bed slid all the way to the feet). Fluid was on the electric power cable. The or table shut down. There was physical damage to the power cord when pulled out of the outlet.